Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10 complaint conclusion: when a 5f mynxgrip vascular closure device (vcd) was pulled back and tried to be deployed, a part of the device peeled out. The physician pointed out a piece of the device that was partially ripped. It was then replaced with a non-cordis product to complete the procedure. There was no reported patient injury. The mynxgrip was never deployed/discharged. The operator was trained to use the device. The product was not returned for analysis. A product history record (phr) review of lot f2034201 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿component issue and failure to deploy¿ could not be confirmed or further clarified, as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. With the limited information provided and no product return, it is impossible to determine what factors may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
When a 5f mynxgrip vascular closure device (vcd) was pulled back and tried to be deployed, a part of the device peeled out. The physician pointed out a piece of the device that was partially ripped. It was then replaced with a non-cordis product to complete the procedure. There was no reported patient injury. The mynxgrip was never deployed/discharged. The operator was trained to use the device. The device will not be returned for evaluation.